Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in evaluation findings the arctic sun device had error 15(patient temperature 1 out of adjustment range limit) and low flow. Damage to fluid delivery line (fdl) found.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty fdl. The device was evaluated, and the reported issue was confirmed as it was noted that in evaluation findings the arctic sun device had error 15 (patient temperature 1 out of adjustment range limit) and low flow. Damage to fluid delivery line (fdl) found. The fdl was replaced. Passed applicable testing. The initial reporter's address that was provided is (B)(6). The initial reporter's phone number that is provided is (B)(6). The complete initial reporter's facility name that is provided is (B)(6). A DHR review is not required as the serial number is unknown. Labeling was reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in evaluation findings the arctic sun device had error 15 (patient temperature 1 out of adjustment range limit) and low flow. Damage to fluid delivery line (fdl) found.